Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary results revealed no anomalies found. Blood was present in/on the helix/lobe mechanism and sleeve head.

Event description:
It was reported that during implant of the lead and multiple repositioning attempts there was high impedance due to a possible lead malfunction. Therefore the lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.